Event description:
The patient presented with repeated episodes of vertebral basilar insufficiency. A comprehensive carotid and vertebral arteriogram performed in 2005 whowed significant atherosclerotic disease involving the mid and distal segments of the basilar artery. The atherosclerotic disease resulted in severe stenosis of the basilar artery of about 80-90% of its original lumen size. Prior to the procedure, the patient was startedon daily plavix and aspirin. Two weeks later and after proper medication, the patient underwent successful angioplasty and stenting of the basilar artery under general anesthesia and systemic anticoagulation. The treatment was successul and was not associated with any immediate technical complications. Upon awakening from general anesthesia, the patient was transferred to the intensive care unit for further observation. Within several hours of following the treatment, it was noticed that the patient had a dysarthric speech and evidence of pontine segmental dysfunction indicating new ischemic changes. The following day less than 24 hours following treatment, the patient was brought back to the angiography suite and a repeat arteriogram documented good apposition of the stent to the wall of the artery, excelllent antegrade flow in the basilar artgery and no evidence of thrombosis or platelet aggregration. The patient was treated with supportive therapy and continued antiplatelet therapy. The patient's condition deteriorated over the following days and expired about 9 days later. The physician believed suffered complication related to the disease and probablity to the procedure, but not the subject device itself.